Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported it was unknown what circumstances led to the stimulation in the wrong location. It was stated that they hadn't had time to go back to the doctor to adjust their settings at this time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was stimulation in an undesired location. Something had ¿slipped¿ or the patient just needed a reprogramming. The patient had not had any falls or trauma but the patient took care of their quadriplegic daughter and therefore did a lot of lifting and moving their daughter around which was a possible activity related to the event. The ¿tingling¿ was not in the right stop. The patient was supposed to feel stimulation on the right side of their buttock but the tickling was higher up on their back. It was unknown when this started.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.